Manufacturer narrative:
No sample is available for the manufacturer to evaluate. Method - complaint history review for catalog number and product family. Results - no similar defects reported catalog number and product family from (B)(4), 2010 to (B)(4), 2011. Conclusions: the conchatherm neptune heated humidifier user's manual states - warning: do not leave the humidifier on, do not turn the humidifier on and do not exit the pause mode until there is regulated gas flow through the system. To do so may result in heat buildup, causing a bolus of hot air to be delivered to the patient. Circuit tubing may significantly soften under these conditions. Turn the humidifier off or place the unit in pause and allow the system to cool before stopping gas flow.

Event description:
The event is reported as: complaint alleges that the reservoir in the heater became dry, and the patient suffered a blocked et tube. The patient's current condition is unknown at this time.